Manufacturer narrative:
The optifix device is being returned for evaluation. However, at this time davol has not received the device. At this time a root cause determination cannot be made. As reported, the surgeon was fixating the mesh in/around the cooper's ligament. The IFU for the optifix fixation device precautions: insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength. To date this is the only reported complaint for this production lot of 510 units released for distribution in december of 2017. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. If/when the sample is received and evaluated, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device has not been returned yet.

Event description:
It was reported that during a bilateral lap inguinal hernia repair with a non bard/davol progrip mesh, the surgeon was placing the optifix fasteners in/around the cooper's ligament and the device was stiff to fire. This resulted in the detachment of the silver tip (barrel insert) and the tacks became stuck in the device. The case was completed with an non bard/davol absorbatac device. It was reported that the tip was not left in the patient's body.

Manufacturer narrative:
The subject device was returned and visually evaluated. The back up tabs on the device were found to be bent, which is consistent with the distal tip having seen significant force in use or having hit a hard structure. The barrel insert at the distal end of the device was found detached from the cannula assembly and was returned with the sample. It appears that the damage/bent components contributed to a combination of factors that led to the detachment of the barrel insert on the distal tip of the device. A review of the manufacturing records for this lot found no anomalies. This is the first reported complaint of a detached barrel insert for the subject lot of 510 units manufactured in december of 2017. Based on the available information, the reported problem experienced by the user and the detachment of the barrel insert during the subject product evaluation were due to the damaged components on the distal tip from forces applied to the device. As reported, the surgeon was fixating the mesh in/around the cooper's ligament. The IFU for the optifix fixation device precautions: insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a bilateral lap inguinal hernia repair with a non bard/davol progrip mesh, the surgeon was placing the optifix fasteners in/around the cooper's ligament and the device was stiff to fire. This resulted in the detachment of the silver tip (barrel insert) and the tacks became stuck in the device. The case was completed with an non bard/davol absorbatac device. It was reported that the tip was not left in the patient's body.